Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250805.005 hardware: pixel 9 pro xl cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 450 mg/dl while wearing the pod. The patients nurse had checked their blood glucose levels while they were sleeping. The patient reports feeling weak and tired. The patient applied a new pod. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed for a magnetic resonance imaging. The patient was diagnosed with dehydration high sugar chemical imbalance. The patient was treated with intravenous fluids and a new pod was applied. The patient was in the hospital for 2 days.